Manufacturer narrative:
Analysis confirmed the setscrew was stuck. Analysis found black metal debris particles and burrs were filling the connector block areas and the threads. This unremoved contamination may have caused the setscrew to become stuck in the connector block.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for lead repositioning. During the procedure the physician could not remove the setscrew due to being stripped resulting in the lead not being able to be removed. The physician explanted the device and a new one placed successfully. The patient was doing well and would be monitored with routine follow up.